Event description:
Patient was in the or for repair of left ankle. Bone mill was used to grind the autograft. When finished grinding, the tech noticed metal pieces in with the ground up bone. Part of the plunger used to keep the bone in the mill appeared to also have been ground up.